Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy on (B)(6), 2012. According to the complainant, during deployment, the clip locked onto the target mucosa, but it would not release from the delivery catheter. Reportedly, after cutting the wire between the scopes working channel and the device handle, the clip released from the tissue. The device was withdrawn from the patient, and then the procedure was completed using cautery. Additionally, a short delay was reported in the case. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.